Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyc0943 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the patient completely pulled out the catheter and a new one was placed on (B)(6) 2017. No patient injury reported.